Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the medical records identified that the patient had underwent a revision due to instability, and bone scan had revealed loosening of the component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen pegged tibial component, catalog # 00597002502, lot # unknown. Nexgen articular surface, catalog # 00597602112, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital retaining the devices. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00216.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty about seventeen years ago. Subsequently, patient started experiencing pain, swelling, clicking and instability in the right knee. The patient was revised due to femoral and tibial loosening. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.